Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: (B)(4)- insufficient blood sample applied to strip (user). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-2 error accompanied by symptoms. The expected fasting blood glucose test result range is 100 to 135mg/dl. The customer feels did report symptoms of dry mouth and headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the living room. During the call on (B)(6)2017, a blood test was performed by the customer and produced test results of e-2 using true track meter. The test strip lot manufacturer's expiration date is 03/15/2019 and open vial date is (B)(6)2017. The meter memory was not reviewed for previous test result history.